Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during investigation, there was a cs 064 alarm observed in the alarm history. The ez-prime steps were performed correctly with no cs 064 alarms. The cs 064 alarm was duplicated during investigation. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board or to the motor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.